Manufacturer narrative:
Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Correction to the initial report physician phone number and confirmed procedure was cancelled due to ae.

Event description:
It was reported that during the ablation procedure using the intellanav stablepoint catheter, an atrioventricular block (av block) was observed from the patient. The intellanav stablepoint catheter was prepared and introduced into patient. Anatomical map was performed, and the potentials were marked with the ablation catheter. With the help of fluoroscopy and rhythmia mapping the first ablation was performed. A lot of junctional beats occurred and suddenly the av block was observed. The physician immediately stopped the ablation. After observing the rhythmia mapping system and verifying that everything was back to normal, the physician repositioned the catheter below the last ablation point and started the second ablation. However, another set of junctional beats appeared with visible av block. The ablation was stopped, but the patient had a visible 2nd degree av block afterwards. They waited 10 minutes before using isoprenalin but the 2nd degree av block remained. The procedure was cancelled. Heart rate was 40 bpm after ablation with a narrow qr. The patient received a temporary external pacer in case the heart rate dropped below 30 bpm and was brought to intensive care for further observation. The patient's condition is ongoing. The device is not available for return as it was disposed by facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the ablation procedure using the intellanav stablepoint catheter, an atrioventricular block (av block) was observed from the patient. The intellanav stablepoint catheter was prepared and introduced into patient. Anatomical map was performed, and the potentials were marked with the ablation catheter. With the help of fluoroscopy and rhythmia mapping the first ablation was performed. A lot of junctional beats occurred and suddenly the av block was observed. The physician immediately stopped the ablation. After observing the rhythmia mapping system and verifying that everything was back to normal, the physician repositioned the catheter below the last ablation point and started the second ablation. However, another set of junctional beats appeared with visible av block. The ablation was stopped, but the patient had a visible 2nd degree av block afterwards. They waited 10 minutes before using isoprenalin but the 2nd degree av block remained. The procedure was cancelled. Heart rate was 40 bpm after ablation with a narrow qr. The patient received a temporary external pacer in case the heart rate dropped below 30 bpm and was brought to intensive care for further observation. The patient's condition is ongoing. The device is not available for return as it was disposed by facility.